Event description:
The surgeon attempted to seat the tibial insert, and it would not engage. The plastic locking mechanism allegedly was deformed at this point and another insert was opened. The second insert seated uneventfully. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation:the evaluation results suggest that this event is notdevice related but rather is associated with intra-operative procedures. Impaction of a misaligned insert damages the anterior locking tab which then precludes proper assembly onto the baseplate.